Event description:
It was reported that the patient had a bacterial infection. Symptoms included fever as well as white blood cell and c-reactive protein level increases. The patient was readmitted to the hospital from (B)(6) 2018 to (B)(6) 2018 due to a slight fever, white blood cell and c-reactive protein increases, and positive blood cultures. Intravenous antibiotics were performed on the patient. The cause of the infection was device related. The patient recovered.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 (lot number, primary unique device identification (UDI) number): correction. No further information was provided. The manufacturer is closing the file on this event.